Event description:
The field service rep received unintended laser light exposure while attempting to troubleshoot the laser. The laser was not lasing when the footswitch was depressed. He wanted to determine if the tube was "glowing". He placed mirror between the secondary mirror of the laser and the photocell. He was depressing the footswitch; the laser lased once and a reflection of the beam off of the mirror struck him in the left eye. The initial call for service was an "out of box" failure. The laser would not go through its countdown without exhibiting errors. The laser never was operational and was never used by the user facility. The service engineer had the covers off and the service software installed. The service software intentionally over-rides the safety functions so that the service personnel can service the laser. This incident did not cause nor would not cause any injury to the user facility personnel, since they do not have access to the service software.